Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to yielding 0 vdc. A review of the share logs was performed and a fatal error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter fatal error. In addition, transmitter fatal was found in connection to the reported allegation. The reported event of a pair new transmitter is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported